Event description:
It was reported that non-sustained lead noise was observed. The physician suspects an insulation anomaly. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states noise episodes were observed. The patient went to the hospital for lead revision. The lead could not be replaced as thrombus rejected the new lead. The revision was stopped. The patient will transfer to another hospital for lead revision. The patient condition is good. No further information is available.